Event description:
The customer reported being admitted at the emergency room due to diabetes ketoacidosis and high blood glucose of 480mg/dl. The customer was treated with insulin drip and manual injections. Troubleshooting was performed. The customer stated that the insulin pump alarmed motor error. The time and date were incorrect. The settings on the device were correct. Reviewed the alarm history and revealed multiple motor error alarms. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with the correct time and basal rate and monitored. The basal rate was delivered and recorded properly in the basal review screen. After testing, it was concluded that the device operated within specifications.